Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event.(B)(4).

Event description:
Treatment of an avm (arteriovenous malformation). The patient's anatomy was normal in tortuosity. On (B)(6) 2014, the patient underwent onyx embolization treatment. After 10 minutes of fractional injection, it was reported a sudden raise of injection pressure was experienced and the catheter became clogged. The catheter was removed from the patient. On the table, the catheter was tested with high pressure and it ruptured at the proximal part of the flexible distal tip. Same event as MDR# 2029214-2014-00399. No patient injury was reported as a result of the procedure.